Manufacturer narrative:
Updated sections: d2a, d4, h2, h6, h11 additional information: both blue and green sureform 60 reloads were utilized during the procedure. Bleeding was observed along the entire staple line. However, the estimated blood loss is unknown. As a result of the reported issue, the surgeon sutured the staple line laparoscopically. Note: refer to medwatch report (MDR) with MFR report # 2955842-2025-46165 for MDR submission of the adverse event/malfunction related to oozing and bleeding observed along the staple line following the use of a sureform 60 stapler instrument with green sureform 60 reload.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the stapler log shows that a sureform 60 stapler instrument was installed on the system 5 times and fired 5 stapler sureform 60 reloads (1 green, followed by 4 blue). On install 1, the first clamp was successful, and the firing was completed with 1 pause for compression. On installs 2-5, all clamps were successful, and the firings were each completed with no pauses for compression. Prior to the 1st and 3rd installs, the logs show 2 instances of error code indicating that the identification tag of the instrument on universal surgical manipulator (usm) #1 could not be found. This instrument was used on usm #1 for each firing. It appears the issues were resolved as the instrument was subsequently used. After the 5th install, the instrument was then removed and not used in the procedure again. There were no additional stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy and cholecystectomy procedure, oozing and bleeding were observed along the staple line following the use of a sureform 60 stapler instrument with a sureform 60 reload (unknown color). It is unknown what medical intervention, if any, was rendered due to the complication. Additional information has been requested; however, no response has been received.